Event description:
Medtronic received information that a transcatheter bioprosthetic valve, was implanted in a failed non-medtronic surgical aortic bioprosthesis valve (carpentier perimount 23mm valve) for unknown reasons. It was noted that moderate aortic calcification was present. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).